Event description:
Call to infusion rn (B)(6), pump issues, at the request of rph (B)(6), (B)(6) stated could not clear a down occlusion alarm at the end of the infusion. Rn stated she tried everything but the pump would not turn back on. Alarm would not clear, pt received entire infusion. No side effects reported due to pump malfunction. Serial number (B)(4), exp date 07/08/2021. No other info or dates were provided. Reported to (B)(6) by health professional.